Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer's blood glucose value was unknown. Customer reported that he had difficulty removing needle hub from sensor after insertion. Customer stated that he had to use more force than usual. Customer stated further stated that transmitter did not flash when connected to sensor and when he removed sensor, he noticed electrode was shorter than usual. The sensor will not be returned for analysis.